Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset, which resolved the issue as the cgm error did not reappear, and the sensor session was successfully started.